Event description:
It was reported that silicone was observed in the tubing during use. Reportedly, there were no patient complications or injuries.

Manufacturer narrative:
The device was not received for evaluation.